Manufacturer narrative:
The customer had reported a patient had sustained a burn while conmed's system 2450 generator was in use. Also, the facility believes the root cause of the incident was the active electrode's insulation failure. The facility's biomedical engineer had tested the generator and he stated the generator had met specifications. Conmed was in receipt of the suspect sample and performed an evaluation. Conmed's technician found a ribbon cable that was partially unplugged, a bolt and washer that were missing, and the technician also noticed the high end of the 'arm' circuit to be 132 ohms instead of 144 ohms. This would not have caused the injury though. The unit was repaired and calibrated. Originally, conmed did not report this event to the FDA as there was no clear indication of conmed's generator malfunctioning. However, after conmed's routine inspection, by the FDA, discussions were held regarding the way conmed deems complaints to be adverse. Conmed's approach to filing adverse events has become more conservative. With that being said, conmed is reporting this event as the burn was dressed by the surgeon.

Event description:
During a 'right breast expander removal', the patient had sustained a burn (1/4 inch by 1/8 inch) just laterally to the incision site.